Event description:
Patient reported right side "rupture". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d1, d2, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right-side "having issues with rupture". Healthcare professional later reported "exchange from textured to smooth due to concern with the product". Device remains implanted.